Event description:
A physician reported lots of air entered in the patient's eye during a procedure. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A turbid 27+ gauge (ga) combined pak was returned and was visually inspected. Surgical residue was observed in the cassette, drain bag and manifolds. A 27 gauge (ga) trocar was on the infusion cannula tip. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor on the cassette housing was in good condition. The sample was tested using a console. No response was received from the black light emitting diode (led) rings on the console. The corresponding cannula gauge size to match with the returned probe gauge size was manually chosen. The sample was able to prime, tune with the ultrasonic handpiece, the 0.9 millimeters (mm) air bypass system (abs) tip and infusion sleeve from lab stock, and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The infusion and irrigation pressure rate were within specification. The fluid/air exchange manifold functioned as intended during laboratory testing. The root cause of the customer's complaint could not be established as the incorrect product was returned. As an insufficient sample was returned, it was not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated the pak was not replaced for the next surgery and continued to be used replaced with the reported single infusion cannula. Then the reported issue occurred.